Event description:
An artelon cmc spacer was explanted due to alleged granulomatous reaction to foreign material.

Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant USA, inc. No information supporting allegations of lawsuit currently available.